Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery with heavy calcification and heavy tortuosity. The 3.0x33 mm xience prime stent delivery system (sds) was advanced to the lesion with resistance with the anatomy noted. The stent was deployed; however, the stent could not be expanded properly due to the calcification of the lesion. Two or three nc balloons were used to post-dilate the stent so it could be properly expanded. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. In this case, it was reported that the stent delivery system (sds) interacted with the patient¿s heavily calcified and heavily tortuous lesion during advancement, resulting in the reported resistance encountered during advancement. Additionally, it was reported that the stent was unable to fully deploy due to the heavy calcification at the lesion. The stent was post dilated using balloon dilation catheters. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.